Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A review of the device's manufacturing records and device's incoming inspection records indicated there were no ncmrs generated that could be attributed to the reported event. Upon completion of the review, it was concluded that the unit met all the internal requirements prior to its qa release process. Moreover, there is no evidence that the manufacturing process was a contributory factor to the events reported under this complaint. A review of the complaint data was completed for this. There is no record of previous complaints or servicing for this patient. Device remains implanted.

Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. The reported event could not be confirmed as neither the device nor the associated log files were returned for analysis. The device was related to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from a coordinator that pins on the patients battery port were bent so the connection is no longer able to be made. An elective controller exchange was performed. There was no reported consequence or impact to the patient.